Manufacturer narrative:
H.6. Investigation: a mz1000 sample was not available for investigation of this feedback; however the customer indicates that blood back flow was identified through a number of samples during patient use. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. A review of the production records for lot 20045615 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample or the connecting products it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. H3 other text : see h.10.

Event description:
It was reported that 40 maxzero needleless connectors had flow issues/blood backflow during use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about backflow of blood to maxzero connector. The customer is using maxzero for about 40 patients and the backflow of blood has been observed in many of these patients. Maxzero is connected to PICC but its manufacturers remain unknown."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 40 maxzero needleless connectors had flow issues/blood backflow during use. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about backflow of blood to maxzero connector. The customer is using maxzero for about 40 patients and the backflow of blood has been observed in many of these patients. Maxzero is connected to PICC but its manufacturers remain unknown.